Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator (specific date not reported) due to unknown reason. Subsequently, the device was explanted (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the recipient experienced inflammation, discomfort and pain over the implant. The patient also reported developed wound dehiscence. Subsequently, the patient was treated with oral antibiotics (specific duration was not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR submitted on november 10, 2025 was filed inadvertently. The oral antibiotic was administered prophylactically.

Event description:
Per the clinic, the patient experienced a skin breakdown and pressure necrosis at the implant site.